Event description:
Patient was implanted in 1/27/1998 by dr and the patient's processor was activated in 3/98. In 1998 the family members noticed a partial circular cut on the patients head where the magnet of the transmitter was positioned. The family members notified the dr and was scheduled regular examination 6 days later. Everything was going well until pt was seen with a "hole over ci...area of magnet". The next day their implanted device was revised by repositioning it but not explanted and reimplanted. It was noted that the magnet was too tight. After further investigation to the "transmitter coil" where the magnet resided, there were two (2) out of three (3) spokes were completely broken off from the base of the transmitter. This was immediately notified by telephone and e-mailed to cochlear of america and it was requested that the "transmitter" was to be shipped their attention. Secondary surgery was immediate and left the patient with very large head scars, having a mental fear of having to have another surgery, the re-education of their language abilities, delays in therapy and the mental duress that their family members had to endure through surgery and recovery. This has produced the mental image that the product was not manufactured properly and discussions with the cochlear americas at length. Employees of cochlear americas stated that this was an issue and could be related to either an injection molding problem, poor engineering design, or quality control. No conclusion could be made until they saw their transmitter coil and magnet. Co did not find out that MDR was not filed with the FDA about this incident until july 2005, through correspondences with cochlear america. This is why rep have prompted this filing, rep would assume that is why on the new cochlear americas transmitter coil does not have these spokes and that the original transmitter design was discontinued? The question is how many unreported incidents have not been properly documented.

Event description:
Add'l info rec'd from MFR 12/05/05: the report did not contain a device serial number, a pt name or any other identifying info. Therefore, it is not possible to provide any specific info.

Event description:
Family member does not know who to go to about these problems with newly purchased parts. Tonight, (the night before pt starts their first day of school) family members opened a new "sealed package", "nucleus earhook - large" (ref: z43117) for pt's transmitter. To their dismay family members found that it had no "pre-threads groves" for attachment. Also, family members had to replace pt's "transmitting cable - brown" (ref: z43202) because it had a dislocated wire from the connector. It looks like the "crippling" of the wire to the connector gave way. Fortunately, family members made it because family members always have additional spare parts for their two processors.